Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed a defect . The plungers are even deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-oct-2022 h6: investigation summary customer returned a total of (25) 0.3ml, 31 gauge, 8mm syringes from lot 2087459. The plunger rods from these syringes have all fallen out from the inside of the syringe barrel. The stoppers remain inside the barrel but have been separated from the plunger rod. Some stoppers can be seen dragging along the inside of the syringe barrel. A review of the device history record was completed for batch# 2087459. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of stopper deformation. The root-cause cannot be determined. H3 other text : see h10

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle the stopper was deformed. There was no report of patient impact. The following information was provided by the initial reporter: customer has noticed a defect . The plungers are even deformed.